Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. E1 occupation: service engineer.

Event description:
Getinge became aware of an issue with one of our table 116001d0 - or table column, manoeuvrable. As it was stated, during plastic surgery breast operation an attempt was made to change the patient's surgical position using the remote control, however, the table did not move. The surgical position could not be changed to an optimal one. Due to the surgeons poor working position, the suture and ischemia time was prolonged. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the operating table not responding to remote control or override panel leading to inability to position the patient, was to reoccur.